Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Based on the results of additional investigation, a component analysis was performed and the foreign material in the nozzle was confirmed to be a mixture of organic silicone and silicates. A definitive definitive root cause of the silicone and silicates could not be determined, as no facility device reprocessing information was reported or available, however, the silicone may have been derived from medical solution and the silicates may have been generated by chemical solution, cleaning solution, and or residual water. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Igif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the flex videoscope image was in a sandstorm state. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, foreign objects were found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed;e to corrosion on the scope connector, noise image occurred. The additional evaluation findings were as follows: due to wear of the angle wire, bending angle in the up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value. The bending tube was deformed, the bending section cover had a scratch, adhesive on the bending section had a chip, due to clogging of the nozzle, water removal ability did not meet the standard value, the scope connector was dirty due to water leakage, universal cord was sticky, universal cord had a scratch, the scope connector had a scratch, the scope connector cover unit had a scratch, plastic distal end cover had a scratch, the switch box had a scratch, the forceps elevator knob had a scratch, the right/left knob had a scratch, the up/down knob had a scratch, the grip had a scratch, the suction cylinder was shaved, the control unit had discoloration, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.